Manufacturer narrative:
Section d4: UDI correction manufacturer's investigation conclusion: the reported event of corroded contacts on the 14v li-ion battery (serial number: (B)(6) was confirmed. The 14 volt li-ion battery was returned for analysis with corroded and damaged contacts. The battery was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and found to operate as intended during analysis. The battery was manipulated by hand within the battery clip and the battery remained secured in the clip without any issues or atypical alarms produced. The battery was inserted into a test universal battery charger and was accepted for charge. No active leak was identified during testing. The root cause of the reported event was unable to be conclusively determined though this analysis. The 14v li-ion battery was inspected and accepted into the receiving inspection storage location on 21dec2023 and passed all manufacturing testing prior to being initially shipped outbound on 05jan2024 via outbound delivery. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that batteries were corroded. Due to hospital policy no further information was provided. Batteries were replaced; the site was requesting replacement batteries.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.